Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 488 mg/dl at the time of incident and the current blood glucose level was 233 mg/dl. Customers other blood glucose value was 448 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump and manual injection for high blood glucose level. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer does not allege pump was under delivering. Customer stated that the drive support cap appears normal. Customer also stated an issue associated with infusion set at insertion site. The insulin pump will not be returned for analysis.